Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 23 mg/dl. Nothing further was reported.

Manufacturer narrative:
A button error alarm occurred due to moisture damage on keypad traces. The insulin pump was received with cracked display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.